Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient experienced an alarm indicating to 'call hospital contact; driveline fault". After speaking to the manufacturer's clinical representative, it was suggested that the patient go to the clinic, where the event history was then cleared. The alarm did not return after an hour. It was noted that the patient had previously had a clamshell repair. The pump maintained the set speed throughout the event history. A full x-ray of the driveline appeared normal. Approximately 8 days later, it was reported that the patient came into the clinic from home with a driveline fault alarm. No speed drops and no other alarms were recorded and the patient was sent home on the same system controller. Approximately one week later, the patient experienced another driveline fault alarm. The batteries, battery clips, power module patient cable and system controller were exchanged. Alarms were not able to be reproduced upon manipulation, and no speed drops or other alarms were seen on the history screen. The patient was sent home and experienced the alarm again several hours later. The patient was admitted for observation. Review of the two system controllers reflected a similar pattern with the driveline fault data. It does not appear that there have been any interruptions in pump support or any abnormal values in pump power. External driveline x-ray found a suspect section with shield separation a few inches from the driveline distal end connector. A new controller was placed and the driveline fault alarms reoccurred. An external driveline replacement is being considered by the customer. The patient remains asymptomatic.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.